Event description:
It was initially reported the patient's therapy 'was not really helping with her symptoms and she thought it might be making her legs shake.' It was also reported the patient had headaches and eye twitching. The patient had turned off her implantable neurostimulator (ins) for a few weeks to see if her legs stopped shaking; they stopped shaking 'somewhat' but it was not a constant shaking. It was not known if this was caused by the device or not. It was noted the patient was scheduled to have an MRI of her brain to look for lesions. Additional information received reported the cause of the event was 'MRI and back pain overshadowing efficacy.' There were no abnormal impedances reported. The patient did not require hospitalization due to the event. No patient injury was reported.

Manufacturer narrative:
Product ID 3093-28, lot# v660843, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).